Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition that the attachment device would not secure the burr device and during use the burr device would come loose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the internal gear on the mid assembly was loose, the bearings were worn, the device was making excessive noise, the device was cosmetically worn, and there was component damage. It was further determined that the device failed pre-test for vibration. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported that the attachment device would not secure the burr device. It was reported that the device would initially lock the burr but during use, when pressure it applied, it would come loose. During service and evaluation, it was determined that the device failed pre-test for vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.